Manufacturer narrative:
The investigation found that the customer did not follow the pinch valve tubings replacement interval. The customer last replaced the maintenance kits in march 2020. The customer replaced the pinch valve tubings after 3-4 months of use. According to the operator's manual the pinch valve tubing should be replaced: "every month when the system is in sample reception mode" or "every two months when the system is not in sample reception mode."

Manufacturer narrative:
This event occurred in (B)(6). The field service representative checked for leakages, made adjustments, and replaced tubings. The investigation is ongoing.

Event description:
The initial reporter received questionable tsh results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial result was 0.024 with a data flag. This result was reported outside of the laboratory where repeat testing was requested by the endocrinologist as he questioned the result. The repeated results were 6.83 with a data flag and 6.82 with a data flag. The units of measure were not provided. The reagent lot number is 485695. The expiration date was requested but not provided.